Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up process in order to power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up process in order to power on. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up process in order to power on. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
Executive summary of the initial medwatch report indicated: the customer contacted physio-control to report that their device would not complete the boot-up process in order to power on. There was no patient use associated with the reported event. Executive summary of the initial medwatch report should have indicated: the customer contacted physio-control to report that their device would not complete the boot-up process in order to power on. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received. (B)(6). (B)(4). Device evaluation completed: physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause of the reported issue was determined to be due to a failure of the system pcb assembly. Physio replaced the system pcb assembly and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.